Manufacturer narrative:
(B)(4). The service engineer replaced the user interface printed circuit board (pcb) on the display, which resolved the reported issue.

Event description:
It was reported that the ventilator display was flickering. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.